Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in an 80% stenosed, mildly calcified right internal carotid artery with one acculink stent. One day post procedure, the patient experienced mild aphasia. There was no reported treatment given. Upon discharge on (B)(6) 2009, the aphasia was unchanged, but noted by the physician as not significant. At the 30 day follow-up visit, the nihss showed continued mild to moderate aphasia. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.